Manufacturer narrative:
Per the facility the control syringe is hard to push down while injecting contrast. To date, no information has been received to indicate that a user or a patient experienced a death, serious injury, medical intervention, follow-up care, or other adverse health impact associated with the reported problem/issue. In an abundance of caution, and in response to an FDA 483 issued for cfn (B)(6) on (B)(6) -2024, this medwatch is being filed for the reported problem/issue. If additional relevant information becomes available a supplemental medwatch will be filed.

Event description:
Per the facility the control syringe is hard to push down while injecting contrast.